Manufacturer narrative:
Concomitant product: d394trg ICD, implanted: (B)(6) 2012. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and variable. On (B)(6) 2015, the rv pacing impedance rose to 608 ohms up from a trend in the 456-608 ohm range. The rv pacing impedance varied between 475-1121 ohms. Analysis of the device memory indicated oversensing associated with the rv lead. On (B)(6) 2013, there were non-sustained ventricular tachycardia episodes with evidence of lead noise oversensing. Oversensing was not observed in recently captured electrograms.

Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high pacing impedance the day after the patient lifted a heavy weight. It was noted that there were high and unstable rv tip to rv ring impedances and rv ring to rv coil impedances. It was also noted that the rv lead exhibited irregular sensing. The device was reprogrammed and the rv lead remains in use. An x-ray of the device and leads showed no abnormalities. The anti-tachycardia pacing was set to the left ventricular (lv) lead. The rv lead was later partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed, and no anomalies were found. There were two sets of setscrew marks on the is-1 pin. One set of setscrew marks on the is-1 pin was too proximal and one set was in the correct position. It cannot be determine when but, at some time, the lead was not fully inserted into the device.